Manufacturer narrative:
Additional information which was received on aug 19, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received doctor's letter, attorney's note and surgical reports for implant and revision surgeries for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is  (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening and implant fracture. The lot number can not be determined as the surgical report from 2010 is not available and at the time no electronic capturing of the product ID, by scanning of the barcodes, was done. The x-rays done can be provided via an external data carrier.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that an allegretto unicompartimental knee prosthesis was implanted in december 2010 on the medial condyle of the right knee due to severe medial gonarthrosis. After 7 years and 11 months in vivo the prosthesis was revised due to loosening and fracture of the femoral component. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: three cd¿s with knee x-rays, pre-revision planning, spine MRI scan and skeletal scintigraphy were received. Two hard copy x-rays of the right knee were also received. The chest x-ray, the pre-revision planning, the spine MRI images and the skeletal scintigraphy are not evaluated in this report. On (B)(6) 2011 - ap and lateral views of the right knee. The x-rays were received as hard-copies and were photographed accordingly. An allegretto unicompartimental knee prosthesis is implanted on the medial condyle of the right knee. In the ap view the femoral component is positioned in the center of the condyle and the center of the femoral component is slightly off-set to lateral compared to the center of the tibial component. The tibial component is not covering the medial end of the tibial plateau. A gap can be seen between the lateral end of the tibial component and the transverse bone cut which seems to be partially filled with bone cement. It seems that there is a thicker bone cement layer underneath the medial side of the baseplate compared to the lateral side. On the lateral view it can be observed that the tibial component is not covering the anterior and posterior end of the tibial plateau. Taking into account the slight knee flexion, the anterior edge of the femoral component extends over the edge of the tibial component. An osteophyte can be seen at the lower edge of the retropatellar articular surface. On (B)(6) 2018 - ap full view of the right leg and lateral view of the right knee. Compared to the previous x-rays the distance between the femoral and the tibial component is diminished. Compared to the previous ap view, the ap view shows radiolucency along the medial side of the femoral component. A fracture of the femoral component seems to be visible. On the lateral view, the femoral component is fractured just behind the posterior peg. The posterior fragment of the component is loose. On (B)(6) 2018 - ap full view of the right leg and lateral view of the right knee. The x-rays show the situation after revision of the allegretto unicompartimental knee prosthesis. Surgical report: implantation report of (B)(6) 2010, (B)(6): implantation date: (B)(6) 2010. Preoperative diagnosis: medial gonarthrosis on both knees, painful on the right. Indication: there is a severe medial gonarthrosis on both knees with pronounced functional and load pain. The implantation of a medial unicompartimental prosthesis is discussed taking into consideration the age and the desired load capacity. Intraoperative findings: after opening of the joint, abundant serous effusion drains and is rinsed out. There is no cartilage on the medial compartment. The medial tibial plateau is already clearly hollowed out. The lateral compartment is inconspicuous. The femoral trochlea shows a cartilage ridge. There are small osteophyte attachments at the tip of the patella. The small residual meniscus is resected and subtotal resection of the hoffa's fat pad is performed. The medial capsule is detached up to the inner ligament. The extramedullary measuring rod is mounted and adjusted in a slope parallel to the fibular axis. The rotation is selected in such a way that a varus of approximately 2° remains. The resection height is set 2 mm below the lowest point of the medial tibial plateau. The sagittal resection is performed directly medially of the attachment of the anterior cruciate ligament. After insertion of the limiting pin, the medial tibial plateau is resected. The medial tibial and femoral osteophytes are removed. The appropriate size 44 template is inserted and the reference line is transferred to the medial femoral condyle. With the knee in extension, the first femoral incision guide is inserted, the ligament tension is adjusted and the incomplete distal femoral cut is carried out. The knee joint is placed in 90° flexion and the second cutting guide mounted with a size 3 femoral drill guide is inserted. After careful alignment in all planes the drill guide is fixed and the resection of the distal femoral condyle is made. The joint surface is then cleared out with the small oscillating saw. The dorsally protruding residual condyle is removed. A test fit with a trial femoral component size 3 and a trial tibial component 44, height 7.5 mm is carried out. There is a very good matching of the components. The sagittal cut is made over the trial components. Then the trial components are removed and the resection surfaces are cleaned with the jet lavage. The sclerotic areas of the bone are provided with 2.0 mm drill holes for better cement adhesion. Vacuum cementing of the final components is performed in one step. The knee joint is brought into full extension before curing and the excessive cement is removed. Joint irrigation is done, an intra-articular redon drainage is placed and the wound is closed. Surgeon¿s letter of (B)(6) 2018: the patient presented himself in the outpatient clinic on (B)(6) 2018. Diagnosis: inlay wear after implantation of a medial unicompartimental prosthesis in the right knee in 2010. Anamnesis: as part of a pre-stationary diagnosis a knee joint puncture for bacteriological diagnosis was made. The aspirates remained sterile even under long-term incubation so that a one-stage revision is possible. Course: the patient would like to have the procedure performed as soon as possible and an appointment for inpatient admission and revision has been made for (B)(6) 2018. Revision report of 15 nov 2018, (B)(6): revision date: (B)(6) 2018 pre-operative diagnosis: loosening of the allegretto unicompartimental prosthesis with fracture of the femoral component indication: the patient has been complaining of persistent pain in the right knee joint for some time, which recently increased significantly again. The x-rays show the above-mentioned findings. The preoperative puncture did not show germ detection therefore a one-stage revision is indicated. Intraoperative findings: the right knee joint is accessed using the old scar. The loosened and broken femoral component is removed without difficulty. The tibial component is still relatively firmly fixed, but can be easily undercut with a chisel and removed without further loss of bone. The rest of the report describes the steps to prepare the knee joint and to implant a bicondylar cemented innex prosthesis (femoral component size l+, mobile tibial component size 7 with an ultra congruent inlay size l/12.5 mm). Letter from (B)(6) to zimmer biomet of 7 aug 2020: apart from the information already mentioned above, the letter gives the weight and height of the patient at the time of implantation (these are filled in on the first page of this report). It is also stated that relevant patient conditions or previous surgeries are not known to the hospital. To what extent a trauma occurred after the implantation of the unicompartimental knee prosthesis is not known to the hospital. The patient did not report anything about this before the revision surgery. Note of the author: the given height and weight of the patient results in a bmi of 31 which can be classified as obese class I (moderately obese) according to the bmi scale (bmi 30 - 35). Product evaluation: visual examination: the retrievals were received all together in a bag without protection against further damage during shipment. The allegretto femoral component shows a fracture in the ml direction, just behind the posterior peg. On both fracture surfaces several shiny polished areas can be observed. The fracture surfaces were inspected with a low power microscope. On both fracture surfaces spots where the fracture structure is polished can be seen. On the medial side of the posterior fracture piece, two cracks can be observed close to the fracture. Signs of deformation twinning can be recognized at the location of the crack 2. The fracture surface of the posterior fracture piece was further investigated using a scanning electron microscope (sem). The fracture structure points to fatigue. Signs of a residual fracture could not be observed. No defects that could have triggered or favored the fracture could be found on the fracture surface. In the as-received condition, four cement fragments were received separated from the femoral component. The fragments were placed on their corresponding place to assess the bone cement coverage of the femoral component. Except for a small area at the tip, the cement covers the entire anchoring surface of the anterior fracture piece. At the tip, a small cement piece is fractured and missing. On the bone side, the cement fragments of the anterior fracture piece exhibit small protruding pegs and minor cast signs of a spongy bone structure. In addition, few polished areas can be observed under certain lighting conditions on the bone side. The cement fragments of the posterior fracture piece do not cover the posterior region. On the bone side, the cement fragments show under certain lighting conditions more pronounced polished areas. Compared to the cement fragments of the anterior fracture piece protruding pegs or any cast signs of a spongy bone structure cannot be observed. The posterior anchoring region of the posterior fracture piece and the top surface of the central ridge are polished. There is nothing to report about the anchoring side of the femoral component and the corresponding anchoring side of the cement fragments. The articulation side of the femoral component shows parallel scratches in the direction of movement as well as several areas with nicks and coarse scratches. The articulation surface of the allegretto tibial component shows an approximately 50 mm long and 35 mm wide scrapped area, slightly off-center to anterior whereby the polyethylene is deformed outwards anterolateral.this area exhibits coarse scratches in ap direction and the polyethylene thickness is diminished in the center in such a way that the sulmesh grid is visible through the polyethylene. Along the edges of the scrapped area some whitish abraded areas can be seen. Along the medial and anterior edge of the scrapped area there are some signs of layer delamination. The layer delamination extends to the lateral area on the anterior side of the polyethylene. A thin portion of the anterior edge of the polyethylene is missing. A metallic particle is embedded in the polyethylene on the posterior edge of the scrapped area. Close to the edge of the component abraded areas can be observed in the posterior and medial region. In the latter the edge of the polyethylene is deformed outward. On the rest of the articulation surface the machining marks are still visible. The anchoring side of the tibial component is almost completely covered with a layer of bone cement of varying thickness. It seems that in the thin cement region the cement layer was split by the undercutting with the chisel during revision surgery. The thicker region of the cement shows cast signs of a spongy bone structure. On the lateral side of the tibial component a small cut can be recognized at the anterior corner of the polyethylene. Some damage in the form of scratches can be observed on the medial and anterior side of the tibial component, which can probably be attributed to the revision surgery. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records of the femoral and the tibial component identified no deviations or anomalies during manufacturing. Conclusion: an allegretto unicompartimental knee prosthesis was implanted in december 2010 on the medial condyle of the right knee due to severe medial gonarthrosis. After 7 years and 11 months in vivo the prosthesis was revised due to loosening and fracture of the femoral component. According to the revision report, the patient has been complaining of persistent pain in the right knee joint for some time, which recently increased significantly again. According to a letter from (B)(6) to zimmer biomet the relevant patient conditions or previous surgeries as well as to what extent a trauma occurred after the implantation of the unicompartimental knee prosthesis are not known to the hospital. The patient did not report anything about this before the revision surgery. There are only x-rays at hand from approximately 2 months after implantation and just before the revision of the knee prosthesis. The latter show that the distance between the femoral and the tibial component is diminished indicating wear of the polyethylene. Further, a fracture of the femoral component can be noticed just behind the posterior peg and the posterior fragment is loose. Visual examination of the retrievals showed that the allegretto femoral component is fractured due to fatigue. The fracture runs in ml direction and is located just behind the posterior peg. Defects that could have triggered or favored the fracture could not be found on the fracture surface investigated with the sem. Two cracks could also be observed on the medial side of the posterior fracture piece, close to the fracture. Around one of these cracks, signs of deformation twinning can be recognized. This is typically observed when this type of alloy is subjected to an overload resulting in plastic deformation of the material. Signs of loosening in the form of polished areas are visible on the anchoring side of the posterior fracture piece not covered by bone cement, on the top surface of the central ridge as well as on the bone side of the anterior and posterior cement fragments. It is unknown if these existed already before the start of the fracture and are associated with it or developed as a concomitant. After the fracture, the fractured edge of the femoral component could articulate against the polyethylene part of the tibial component leading to the scraped area and the diminished polyethylene thickness. Due to this contact between the femoral bony condyle and the polyethylene could occur resulting in the abraded areas close to the edge of the tibial component. Some signs of layer delamination were found around the scraped area on the polyethylene. It stays unknown if this phenomenon occurred before the fracture of the femoral component or is a concomitant of the scraping of the polyethylene. Delamination can occur due to oxidation of the polyethylene in the body in combination with the mechanical stress. Based on the retrieval investigation and the information received, it could only be hypothesized that an overload of the femoral component led to its fracture. A possible reason for the overload could be the partial loosening (based on the more pronounced polished areas on the posterior fracture fragment). As there is no complete x-ray follow-up at hand it remains unknown how the bone situation developed over time in vivo and at what point in time the loosening started. The allegretto unicompartmental resurfacing knee system package insert, that accompanied the implants, indicates under warnings that the risk of implant failure is higher with heavy patients, obesity (especially over 90 kg). Due to given height and weight (95 kg) of the patient at the time of implantation the patient can be classified as obese class I (moderately obese) according to the bmi scale. It is unknown if the patient¿s weight changed over time. It stays unknown if the above or other factors not mentioned here could have had an influence on the course of events. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical product: tibial component, metal-backed, cemented, 44/7.5; catalog no#: 46224407; lot#: 2549890. Therapy date: (B)(6) 2018. The manufacturer did receive legal document, pictures and surgical report for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening and implant fracture.